Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 298 mg/dl, 150 mg/dl, 125 mg/dl and 145 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.